Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the enclosure and tanked cover were cracked, the plate clip was worn, and the line cord was faded. A review of the event history log was not applicable. During the functional testing filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch and confirmed the device was leaking. The root cause of the problem was the cracked enclosure case due to customer damage. To resolve the problem, the enclosure was replaced.

Event description:
It was reported the device was found leaking. The reporter stated the issue was detected during testing with no patient involved.